Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: event description as reported, the lapsac tissue entrapment pouch was removed from the package and could be used without problems. After use, the physician checked inside the package and found two white disc-shaped foreign matter. The case itself was completed without problems. (The foreign matter were not in contact with the patient.) No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), and quality control (qc) procedures were conducted during the investigation. The lapsac tissue entrapment pouch was not returned; therefore, no functional testing or visual inspections could be performed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Review of the device history record, complaint history, quality control documents, and device failure analysis indicates that the device was manufactured out of specification, but does not suggest items in the lot or similar devices in the field or in house are nonconforming. Based upon the available information and results of the investigation, cook has concluded that the mostly likely cause of the reported event was a quality deficiency in the manufacture of the device. Complaint awareness training has been issued for the personnel responsible for the production of the device. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. The failure mode will continue to be trended. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1 - name and address: postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the lapsac tissue entrapment pouch was removed from the package and could be used without problems. After use, the physician checked inside the package and found two white disc-shaped foreign matter. The case itself was completed without problems. (The foreign matter were not in contact with the patient.) No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.